Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping and that there were no abnormalities in manufacturing, special adoption, and variations. Device was delivered to the customer on apr 14, 2015. The scope detection issue may have been caused by the wear of the scope socket. Abrasion of the scope socket applies an external force more than expected during insertion and extraction causing wear of the socket. It may also be worn due to long-term use from the delivery date. The no image phenomenon was caused by the failure of printed circuit board (ap and dr board). Failure of ap and dr boards may have been caused by deterioration due to long-term use than the delivery date. The instructions for use includes the following statements which can prevent the issues from happening: important information ¿ please read before use do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the user's report is confirmed, the printed circuit board is faulty causing the reported issue (no image with 180 scopes). The device housing has minor housing wear. The unit has the new type power switch. The scope connector socket is worn causing poor connection wit the scopes and camera heads. The device has outdated software version. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera iii video system for use, there was a scope detection error displayed when connected to 180 scopes. There was no patient contact/impact related to this occurrence.